Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge before resuming insulin.